Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient stated that after removing the tubing set from last night's treatment, he noticed a pin hole on the cassette as well as fluid inside the cassette door. Patient states he has had no ill effects and has taken no antibiotics. Sample was discarded; no sample is available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer one month prior to the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing.